Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experience baclofen underdose symptoms which required hospitalization and medical intervention including oral medication. No further details were provided. The pump logs showed normal functionality. Troubleshooting was discussed and the physician was to check for volume discrepancies and perhaps evaluate the catheter under fluoroscopy. The issue was reported as not resolved and the cause was not determined. Initially, the patient¿s status as the time of the report was unknown. Additional information was requested to verify the resolution and patient outcome. It was further reported, although the troubleshooting which included checking for volume discrepancies and a dye test revealed no anomalies, no leakage, and no occlusion the device logs now noted numerous low battery resets had occurred. The patient was receiving oral medication and was doing ¿fine¿ with this. The pump remains implanted and no intervention had been scheduled to date. However, upon explant, the pump was expected to be returned. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Event description:
It was further clarified that the pump was in safe state and restart occurred. Should additional information be received a supplemental report will be filed.